Manufacturer narrative:
On (B)(4) 2017 a call was placed to the pt and additional information: the pt reported that he/she has not been to the ophthalmologist referral for the prescribed studies, but is planning to go ¿mid to end of july¿. Pt reported that the eye pain continues and he/she has a ¿decrease in vision¿. The pt did not know the name of the ophthalmologist. Pt is not wearing contact lenses at this time. This follow-up report od event is being reported as a worst case event as the diagnosis, treatment, and ¿decrease in vision¿ have not been verified by an eye care provider. No suspect product has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 09may2017 a patient (pt) called our affiliate in (B)(4) to report that he/she was diagnosed with od conjunctivitis, (B)(6), and an ¿amoeba¿ while wearing the acuvue oasys brand contact lenses. A return call was placed to the pt and additional medical information was obtained as follows: the pt stated that he/she began to experience discomfort, redness, and discharge in (B)(6) 2017 after the first day of contact lens wear. Pt was diagnosed with conjunctivitis and given a prescription for tobramycin drops for three days and returned to the eye care provider (ecp). Pt reported he/she was seen by a different ecp who diagnosed the pt with od herpes; the pt was given a prescription for acyclovir eye drops and an anti-inflammatory solution. The pt was unable to recall how many times a day the eye drops were prescribed or how many days the eye drops were used. Pt reported after a couple of weeks, he/she went back to the ecp. Pt stated seeing a different ecp at that visit, who advised the pt it was ok to return to contact lens wear. The pt reported after using a new contact lens, the discomfort returned. Pt reported he/she returned to the ecp who advised the pt that od herpes had returned and restarted acyclovir and recogel tid for twenty days. After the twenty day treatment, the pt returned to contact lens wear and began to experience od discomfort and redness. The pt reported a return visit to the ecp and was advised to see a specialist. Pt was given a prescription for ¿corneal studies¿ to evaluate for od bacteria, fungus and a corneal scraping was needed to evaluate for ¿amoeba¿. Pt was given a prescription for recogel tid until the ¿corneal studies¿ are performed. The pt reports he/she is still using the recogel. The pt reported a monthly replacement schedule, doesn¿t sleep in the lenses and uses a multi-purpose solution to disinfect the lenses. The suspect lenses were discarded. Additional medical information was requested, but no additional information has been received after multiple attempts. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kjp9 was produced under normal conditions. This od event is being reported as a worst case event. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.